Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown surgery, a proximal femoral nail antirotation (pfna) blade would not be locked. After the case, the sales consultant tested the handle and another blade without any issues. The blade itself must have been faulty. The sales consultant told the surgeon to change blade, but the surgeon opted to leave it in the patient in situ. It was unknown if there was an adverse event to the patient. It was unknown if there was a surgical delay reported. Patient outcome was unknown. Concomitant device reported: pfna nail (part 472.266s, lot l963073, quantity 1). 3.2mm guidewire (part 357.399, lot # unknown, quantity 2). Drill bit (part 356.834, lot # unknown, quantity 1). Locking screw (part 04.005.526, lot # unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown surgery, a proximal femoral nail antirotation (pfna) blade could not be locked. After the procedure, the sales consultant tested the handle and blade without any issues. The blade was reported as faulty. There was no breakages nor cracks reported.the sales consultant told the surgeon to change blade, but the surgeon opted to leave it in the patient (in situ). Patient outcome is unknown. Concomitant device reported: pfna (part 472.266s, lot l963073, quantity 1) guidewire (part 357.399, lot#unknown, quantity 2); drill (part 356.834, lot#unknown, quantity 1) screw (part 04.005.526, lot#unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.